Event description:
It was reported that the ventricular device was difficult to load and dock to the delivery catheter prior to the implanted procedure. Additionally, the helix became stretched during a repositioning attempt. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of loading issue and docking issue was not confirmed. The reported event of stretched helix was confirmed. A visual inspection of the helix revealed it was stretched out of required specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within required specification. Further analysis performed revealed no anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.